Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the lips [0.45mls into the upper and 0.55mls into the lower] with packaged needle and cannula. On a later date, the patient felt a "ball" in the vermilion (the region of the cupid's bow). Patient would return three times for hyaluronidase injections over the course of a few months. No improvement noted. Patient would later return with recurrent swelling in the lips and feeling small bumps. They prescribed the patient deflazacort 1x daily and performed another hyaluronidase injection session. Two days after this most recent session, inflammation and nodules still persists in the upper and lower lip with a "stony" consistency on palpation. Symptoms ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.